Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced undersensing. Lead remains in use. No patient complications have been re ported as a result of this event.